Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06829). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient was brought into the clinic after eri alert was received via merlin.net. Device could not be interrogated. Device was explanted and replaced.